Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that stoppers in 8 unspecified bd¿ syringes were defective and got stuck during use. The following information was provided by the initial reporter: "caller reported rubber stopper on syringe getting stuck."

Event description:
It was reported that stoppers in 8 unspecified bd¿ syringes were defective and got stuck during use. The following information was provided by the initial reporter: "caller reported rubber stopper on syringe getting stuck."

Manufacturer narrative:
Investigation: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.